Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. During the pressure/occlusion test the device will randomly pause, asking a yes/no prompt to continue. The event log confirmed this is due to an upstream occlusion (uso). The dso seal, uso seal and uso sensor were all replaced.

Event description:
It was reported that the pump became stuck during a software version upgrade. During device evaluation, it was found that the downstream occlusion seal was delaminated. There was no patient involvement.